Manufacturer narrative:
Concomitant medications included aspirin, bactrim, carvedilol, plavix, famotadine, heparin, hctz, isosorbide, labetalol, lipitor, lisinopril, lotrisone, metformin, miralax, morphine, notroglycerin, norvasc, robitussin, senna, simvastatin, tylenol, vicodine, and zofran. Complaint conclusion: the report received from the (B)(4) study indicated that a patient underwent revascularization due to dyspnea on minimal exertion approximately 30 months post index procedure. The patient had a history of previous pci prior to the index procedure in (B)(6) 2003. It was reported that there was different lesion treated at that time as compared to the index procedure. At the time of index procedure, the angiography revealed 70% stenosis in the mlad described as 21 mm in length, class c, mildly calcified, and de novo. The indication for the procedure was stable angina pectoris and +ve functional test for ischemia. A 3.5x23 mm cypher otw was implanted at 16 atms by direct stenting. There were no procedural complications and the patient was discharged a day later. Approximately 30 months post index procedure, the patient underwent revascularization of the ramus due to dyspnea on minimal exertion (angina). An unknown bms was placed. The procedure report indicated that the study stent in the mlad was patent with a mild instent restenosis. Site reported that the cath report does not mention exact % of mlad instent restenosis. The event resolved without sequelae and not related to the study stent, procedure, or drug in an investigator's opinion. The study stent remains implanted and thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15109832 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. With the limited information available it is not possible to assess potential contributing factors.

Event description:
The report received from the (B)(4) study indicated that a patient underwent revascularization due to dyspnea on minimal exertion approximately 30 months post index procedure. The patient had a history of previous pci prior to the index procedure in (B)(6) 2003. It was reported that there was different lesion treated at that time as compared to the index procedure. At the time of index procedure, the angiography revealed 70% stenosis in the mlad described as 21 mm in length, class c, mildly calcified, and de novo. The indication for the procedure was stable angina pectoris and +ve functional test for ischemia. A 3.5x23 mm cypher otw was implanted at 16 atms by direct stenting. There were no procedural complications and the patient was discharged a day later. Approximately 30 months post index procedure, the patient underwent revascularization of the ramus due to dyspnea on minimal exertion (angina). An unknown bms was placed. The procedure report indicated that the study stent in the mlad was patent with a mild instent restenosis. Site reported that the cath report does not mention exact % of mlad instent restenosis. The event resolved without sequelae and not related to the study stent, procedure, or drug in an investigator's opinion.